Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that through the patient outcome, the patient passed away. The cause of death was intraparenchymal hemorrhage, iph, then withdrawn of care. It was reported that the patient's outcome was not device or therapy related. The device will not be explanted and will not be returned for evaluation. An autopsy will not be performed.

Event description:
The cause of death was intraparenchymal hemorrhage (iph), then withdrawn of care, poor prognosis. Diagnostic testing was utilized, but it was said further information was unable to be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.